Event description:
Device issue: partially deployed. Time of device issue: before vessel closure. Symptoms/ae: none. It was reported that after the pouch was opened, it was noticed that the starclose se was "partially deployed." It is unk what part of the device is partially deployed. Although pt age and gender were provided and the returned device eval found blood on the device, the report source indicated there was no pt involvement. Though requested, no add'l info was available. This is being conservatively reported due to the potential that hemostasis was not achieved.

Event description:
Customer reportedly received results of 500 mg/dl and 195 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.